Manufacturer narrative:
E1: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 11-jul-2024 insulin flow block alarm occur in the tubing and insulin exits greater than normal resistance. No further information available.